Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was not returned for evaluation. Visual evidence provided by the site revealed that the battery strap loop was tearing from the seams. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to wear and/or to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received a photograph of the waist pack due to the fabric holding the battery pocket to the strap of the waist pack starting to tear. The waist pack subsequently tested out of specification during manufacturer¿s analysis. The waist pack was replaced. No patient complications have been reported as a result of this event.